Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several no delivery alarms. The customer also reported that they were hospitalized due to infection. The customer's blood glucose was 28 mmol/l at the time of incident. The customer's blood glucose was 3.6 mmol/l at the time of call. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer stated that they were wearing the insulin pump during the hospitalization. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised to change the entire set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. The insulin pump was programmed with multiple fill cannula deliveries and multiple boluses with a water filled reservoir/infusion set installed. All fill cannula deliveries and boluses delivered properly with water exiting the infusion set. No fill cannula anomaly or bolus anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.